Manufacturer narrative:
Additional information: the safety data sheet for the breeze2 control solution indicates that it is not hazardous under the criteria of the federal osha hazard communication standard. The package insert for the breeze2 control solution indicates "do not swallow or inject breeze2 controls". Corrected information: the patient/family was the initial reporter, so personal information was not entered. The product details were not provided by the customer therefore, model #, lot # and expiration date were not captured.

Event description:
The advocate called to know if the breeze2 control solution is toxic. The advocate stated that his girlfriend accidentally ingested a drop of breeze2 control solution because she confused it with her breath drops. The advocate stated that he did not know where the control solution came from as they are not diabetic and they do not use any blood glucose monitoring meter. There was no indication of medical intervention required due to the ingestion of breeze 2 control solution. No product will be returned.